Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b.

Event description:
Patient's representative reported left side "patient started to feel pain on left breast followed by visible swelling, recall, very psychological shaken due the breast esthetic¿, rupture caused inflammation. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety product/procedure.

Event description:
Patient's representative reported left side "patient started to feel pain on left breast followed by visible swelling, recall, very psychological shaken due the breast esthetic¿, rupture caused inflammation. Device remains implanted.